Manufacturer narrative:
No devices or photos were returned for evaluation, therefore a determination on the condition of the thumb screw could not be made. Based on the lot number, the thumb screw has an approximate field age of 4 years. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. It is not suspected that the product failed to meet specifications. No other complaints of any type have been reported for this lot. An exact cause of the fracture cannot be determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively. Device not returned for evaluation.

Event description:
It was reported that when the surgeon was attempting to seat a stem during surgery that a thumb screw broke off the instrumentation. Surgery was completed with another thumb screw.